Event description:
According to the reporter: procedure: laparoscopic cholecystectomy during use a doctor confirmed the vinyl stretching part was damaged. Opened another. No patient harm confirmed. Our sr states: also damage in the black shaft part was observed. Operating time extended: less than 30 min. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4).